Event description:
As the ortho surgeon lifted the pt who was in a "captain's chair", the device pulled free of the or table. Anesthetized pt, who was being supported by the anesthesiologist, dropped about 18 inches to the table top. No noted injuries.